Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 the device was returned to olympus for inspection and the customer allegation was confirmed due to failure of the ultrasound plug unit and circuit board. A root cause could not be identified. The most probable cause of the complaint is cause traced to component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information was provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope displayed a noisy screen and no image. The issue occurred during inspection for use. There were no reports of patient harm.